Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2019, the patient was seen in CT surgery clinic for concern of erythema around the driveline site. The patient reported tenderness around the driveline site. The patient was admitted for further intervention. CT scan was showed improvement in the fluid collection near the driveline site but increased stranding. The patient was started on IV vancomycin and zosyn. Blood cultures resulted negative, driveline swab negative to date. On (B)(6) 2019, the patient received a pump exchange. No further information was reported.